Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. H10 field updated for related report: (B)(4).

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. On 03/10/2025, intuitive surgical, inc. (Isi) received user facility report: (B)(4). Stating: as the surgeon was grabbing tissue inside the patient, the prograsp forcep broke. Or (operating room) team made aware, prograsp forcep removed from patient and taken off sterile field.